Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer adjusted the pump settings, and accidentally entered a larger basal rate than intended. Customer's blood glucose (bg) decreased to 45 mg/dl. Juice and crackers were consumed to address bg. Recommendation was made to discuss pump settings with customer's health care professional.